Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the device¿s event history log found a record of error code 1310. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined a possible cause for the reported problem is user error. To address the issue the error code was reset. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unknown error. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.